Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer had a loss of communication error with the programmer; analyzer found out of elec trical specification. Concomitant medical products: product ID: 2067l radio frequency head. (B)(4) .

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.